Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
It was reported that the customer had high blood glucose levels of 458 mg/dl. The customer treated with a bolus from the insulin pump after changing the infusion set. The customer indicated having symptoms consistent with high blood glucose levels including nausea and agitation. The customer reported that the insulin pump alarmed no delivery. Troubleshooting was done. The customer was advised to change the entire infusion set, reservoir and insulin of the insulin pump. The customer reported that the no delivery alarm was resolved by a complete infusion set change. The customer reported that there were air bubbles in the tubing of the insulin pump. The customer was advised to treat per the health care provider's instruction. No additional information was provided.